Event description:
Health care professional (hcp) reports 3 cycler sets were used for in-patient treatment and spikes from all 3 sets would not interface properly with baxter solution bags. Spikes were found to be loose in the bag ports and treatment was discontinued. Hcp reports that she placed a chest tube band around the spike/port connection of the 4th set up and treatment was completed successfully. Hcp reports no pt injury or medical intervetnion as a result of incidents.